Event description:
The recipient reportedly experienced intermittencies followed by a loss of lock between the internal device and the external equipment. External equipment was exchanged, however, this did not resolve the issue. Troubleshooting confirmed loss of lock.

Manufacturer narrative:
The recipient is reportedly doing well with the new device.

Manufacturer narrative:
An x-ray revealed that the recipients electrode array had migrated outside of cochlea. During the revision surgery, it was discovered that the internal device was in the wrong position; the device was reportedly placed in an inverted position. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed a severe dent on the bottom cover. The photographic imaging inspection revealed disturbed bond wires on the digital chip. System lock could not be obtained at certain spacings. The no lock condition prevented some of the electrical tests from being performed. The device passed one of the electrical tests performed. The device passed the mechanical tests performed. The internal visual inspection observed disturbed and shorted bond wires on several pads. The failure of this device is attributed to shorted bond wires at several pads within the digital chip, which prevented the device from achieving lock. This issue is under investigation as part of a corrective action in order to determine the root cause and implement the appropriate actions. This is the final report.